Manufacturer narrative:
Pending additional follow up regarding causality of issue. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions for use of the device, pump migration and pump rotation are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump revision. Initially, the patient was seen for a refill appointment where they reported unrelieved pain. An underinfusion volume discrepancy was observed with the expected volume being 0.0ml and the actual aspirated volume was 18.4ml. Days later, a catheter dye study was performed during which the physician was unable to aspirate csf. It was observed that the catheter tip had migrated out of the intrathecal space and had kinked. The patient's catheter was later revised. During the revision surgery, a catheter fracture was observed. The removed catheter portion was discarded. During the surgery, the patient's pump was reanchored. Please note that MFR 3010079947-2021-00232 was opened to address the catheter issues.

Manufacturer narrative:
Cs confirmed that the pump did not actually move, and that it was only reanchored because it needed to be unanchored in order to revise the catheter. Please note that there is no allegation of malfunction against the pump in this issue. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) confirmed that the pump was reanchored during surgery because the physician needed to unanchor it to put the new catheter piece on it. Cs stated that the pump did not move.